Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received occurred during a laparoscopic lung procedure. The blood loss was not greater than 500cc. To resolve the problem and complete the case, the surgeon used compresse to achieve hemostasis.

Manufacturer narrative:
No product information available at this time.

Event description:
According to the reporter, during a laparoscopic procedure, there was poor staple formation and the stapler wasn't good because the blood flow follow. There was no patient injury